Event description:
It was reported that the device therapy for incontinence never worked for the patient. It was noted that the battery was dead and the manufacturer representative did something the day or two days after the implant. The manufacturer representative was ¿having problems¿ and kept asking the patient where they felt it. It was reported that the patient felt it between the vagina and the rectum and the manufacturer representative did not think that was right. The manufacturer representative tried programming the device and then ¿they turned it upside down which was the rectum¿ and did that for 5 minutes then ¿turned it right side up again¿ and then turned it up again. It was reported that after 20-25 minutes the manufacturer representative gave up and left. The next day, the patient got up to take a shower and something broke inside. It was reported that the patient called their manufacturer representative and they said they didn¿t do it. It was stated that it felt like something broke inside the patient so the patient went to their health care provider (hcp) and they did tests and said everything was as it was supposed to be and the hcp believed that what the manufacturer representative did to the patient was causing them pain. It was reported that the patient was not able to turn the implantable neurostimulator (ins) on for a year because, it caused them so much pain and then it was dead after a year. It was noted that the device was implanted in 2008 and the programming was done when it was implanted. The patient was there for 25 minutes and the manufacturer representative was there for 25 minutes and couldn¿t get it where they wanted it. It was noted that the trial and everything was great. It was reported that after implant, the patient slept all night and then took a shower the next day and it was a sharp pain right where their stimulator would be. It was noted that the patient called the manufacturer representative twice and they didn¿t want to talk to them anymore. It was reported that whatever they did caused so much pain. It was noted that the patient went to see their hcp and was told they didn¿t have any part of the programming. The patient wanted the device out or wanted it replaced. It was noted that the patient went to the office for their spinal cord stimulation (scs) device and was told that the device for incontinence was dead. It was noted that the patient was handicapped and had deep depression and took medicine. The patient wanted to know if there was anything they could do about the ¿incompetency¿ with their device. It was reported that the patient was told by their hcp to go to their other hcps to have other things checked out. It was noted that the patient had a year of pain and that it was like being struck by lightning. It was reported that the manufacturer representative who did the programming never contacted the hcp. It was noted that the patient¿s hcp told them that they could not find anything on the x-ray.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3889-28, lot# v140956, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
The patient later reported that interstim therapy never worked. When she tried to use the therap, it felt like she was being "electrocuted" and lightening went through her body. The patient noticed implantable neurostimulator (ins) was poking outside of the skin and feeling the "square thing". The patient asked for hcp (healthcare provider) listing closer to home.

Manufacturer narrative:
(B)(4).